Event description:
Because of the medtronic infuse that was implanted inside of my back, I began having serious problems. These problems include pain, mental anguish and the fear that I will have to undergo additional surgeries.